Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was a speaker malfunction on the intellivue mp40 patient monitor. The device was not in use monitoring a patient at the time of the reported event. There was no patient involvement.

Event description:
It was reported that there was a speaker malfunction on the intellivue mp40 patient monitor and no sound was coming from the device. The device was not in use monitoring a patient at the time of the reported event. There was no patient involvement. Results of the investigation by a philips remote service engineer indicate that the loudspeaker assembly was faulty and required replacement. The customer was provided with a replacement speaker to resolve the issue. It has been concluded that no further action is required. The device remains at the customer site.